Event description:
The patient was on the operating table for craniotomy with clipping of cerebral artery aneurysm. After the craniotomy portion of the procedure was done, the neuro-science microscope was brought to the field and the light bulb went out. Biomed staff and the manufacturer both were called to assist. Unsuccessful attempts were made to correct the problem by replacing the bulb. The patient remained stabilized and the procedure was aborted. The patient was transferred to the critical care unit for monitoring. The device is a carl zeiss opmi pentero microscope sn #(B)(4). On (B)(6) 2015, the manufacturer replaced two exchange lamp modules and connectors. It was found that the socket was melted and the part was removed from the facility by the manufacturer.